Event description:
It was reported that the patient was experiencing inadequate stimulation despite reprogramming. It was noted that the leads slightly migrated and had high impedances. The patient underwent a revision procedure wherein the leads and ipg were replaced. The patient was doing well postoperatively and the explanted device components were kept by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: 7084159. Product family: scs-ipg-r-MRI. Upn: m365sc12320. Model: sc-1232. Serial: (B)(6). Batch: 534967.